Manufacturer narrative:
The device was returned to the MFR for evaluation and the reported event was confirmed. Functional testing under normal operating conditions and visual inspection of the returned pump revealed that the pump was operating as intended; however, evaluation of the inflow valve assembly revealed a severe twist on the distal-end, which appeared to reduce the blood path cross section by approx 60 %. Further inspection revealed a hole in the distal-side of the inflow valve conduit approx 2mm in diameter, approx 5mm distal to the ptfe sleeve in the twisted region. The edges of the hole were consistent with abrasion most likely due to graft-on-graft abrasion. Evaluation of the inflow valve assembly also revealed the two ptfe laces used to retain the inlet and outlet bell graft nuts were disrupted, consistent with damage due to graft nut articulation. Although a relationship between the damaged laces and the reported event could not be conclusively determined, under certain conditions the lack of ptfe lace support could allow further inflow valve movement during support. It could not be conclusively determined at what time the ptfe laces became damaged. The reported event appears to have been caused by pump mal-positioning/movement as a result of pt weight gain following implant surgery. A review of device history records showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing intermittent episodes of shortness of breath. It was suspected that the pump was not achieving full fill due to pump mal-positioning that may have been a result of pt weight gain following surgery. There were no signs of hemolysis noted. The pt was placed on the transplant list as 1a, but remained on lvad support for an add'l eight mos. Waveforms submitted for this pt approx four mos after the original event showed auto rate mode at 75-84 bpm with stroke volumes in the 78-83 ml range. When the pt was in fixed rate mode at 72 bpm, the stroke volumes were 79-81 ml. Add'l waveforms were submitted four months later which showed that the pump was running at 58-69 bpm in auto mode with stroke volumes of 78-83 ml and when in fixed rate at 72 bpm, the stroke volumes were 59-78 ml. X-rays taken of pump positioning revealed poor inflow valve orientation and evidence of lace suture and bell housing disruption. The pt was experiencing low rates with associated low flows and was asymptomatic. The pt was successfully transplanted eight mos after the initial event was reported to the MFR.